Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - not specified. Can you identify the lot number of the products involved? Unk please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device received yet. Pcf extended. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many ethibond eh7712l devices were found with green colored threads only in the blister? Could you please clarify if both prolene sutures ( ep8730h, lot 10bbs and 109j5) are loosened at slight pull? How many of prolene ep8730h lot 10bbs1 suture the needle pulled off? How many of prolene ep8730h lot 109j56 suture the needle pulled off? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, ethibond excel eh7712lg: 4 green threads in the blister instead of 2 white + 2 green. Prolene ep8730h: it is a double crimping, and, indeed, one of the 2 needles is loosened at slight pull. No patient consequence reported. No adverse patient consequences were reported. Additional information was requested.